Manufacturer narrative:
One medfusion pump was returned for analysis. Visual inspection performed and product found to have keypad dented. Keypad lens cracked, and both plunger cases cracked. The tamper seal was broken. Customer's complaint was verified. During an occlusion test the stepper motor does not operate as intended. Service replaced motor assembly to resolve the problem. These items replaced as preventative due to wear and tear: cable guard, o-ring, defective battery, keypad, keypad lens, plunger tube, both plunger cases, tube seal, lead screw, both clutch halves, right end plate, square shaft and clutch cam. The problem source is normal wear.

Event description:
Information was received that the medfusion pump has motor rate error. No reported adverse effects.